Manufacturer narrative:
Film evaluation summary: the reported difficulty to position was likely confirmed on the films received, but the cause could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A full angiogram video of the procedure was not provided , which would have aided the review into the reported event. The aortic arch was acutely angulated but whether this contributed to the reported positioning difficulties could not be confirmed. Product analysis #(B)(4):one still image received for analysis. Image depicts 2 kinked guidewires. Image does not capture the valiant captivia device. Product analysis #(B)(4): deformation was evident to the taper tip. Deformation was evident to the distal edge of the graft cover. A gap of approximately 0.6 mm was evident between the graft cover and taper tip. No other deformation was evident to the remainder of the device. Ruler calibration number 804255 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that anatomical structure was only a possible influencing factor in the events and the tapered tip itself being an influence to the event could not be ruled out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it was further confirmed that the valiant captivia did not kink during positioning and it was the two superhard guidewire that were damaged. It is not believed that the valiant captivia caused the kink on the guidewires. Both guidewires were 0.035"-260cm. It was reported that there were no issues loading the guidewires into the valiant captivia. Per the physician, it was not clear whether the reason for the early failure of the operation was that the conical head of the stent was too hard, making it impossible for the stent delivery system to pass the arch for normal stent deployment, or whether the problem occurred because of the patient's age and anatomical conditions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 50mm descending thoracic aortic dissection. The patient had presented following an rta and also had a rupture, blood loss, left pleural effusion, cerebral hemorrhage and a pelvic fracture. The diameter of the aorta in the anchoring area was measured to be about 20mm before the surgery, and the diameter of the approach was 6-7 mm. It was reported that during the index procedure the right femoral artery was punctured and the domestic super-hard non-mdt guidewire was exchanged. When the valiant captivia stent graft vamf2626c150te was placed over the arch, the tip of the stent and the super-hard guidewire were kinked and pushed into the brachiocephalic artery. The stent was then withdrawn to the descending main artery. The tip crease of the super-hard guidewire was visible. The stent was then withdrawn and the catheter was placed. The kinked super-hard guidewire was withdrawn under the protection of the catheter, and the non-mdt super-hard guidewire was then replaced. The valiant captivia was placed. When passing the arch, the tip of the valiant captivia and the super-hard guidewire pushed into the brachiocephalic artery, and the super-hard guidewire could not be extended to pass the arch. The valiant captivia was withdrawn. The tip crease of the non-mdt super-hard guidewire was also visible. The non-mdt stent graft was then replaced. The non-mdt super-hard guidewire was also used to pass the arch smoothly and deployed. Angiography was then performed, the rupture was closed, and the surgery was completed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.